Event description:
Reporter indicated that a vns handheld (B) (4) computer would not turn on and that the battery cover was missing. The computer and flashcard were returned for analysis. An analysis was performed on the computer and the cause for the reported complaint is associated with a missing battery cover. Since the battery cover was not installed on the computer, it would not turn on. Once a known good battery cover was installed, no further anomalies on the device performance were noted during testing using the ac adapter or the main battery with a full charge. An analysis was performed on the flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.